Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs1201 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch report, the facility reported user was placing midline in the patient's left upper arm and inserted the guidewire on the powerglide needle. It was stated when the user pulled out, the guidewire was not on the needle. Approximately 1cm of the guidewire was out of the puncture site. The user pulled the guidewire out and applied pressure.